Event description:
It was reported to boston scientific corporation that a jagwire guidewire was inspected on an unknown event date. According to the complainant, upon inspection of the product at the distribution site, it was found that the seal part was peeled off. Reportedly, there was no patient involvement and this device was not used in a procedure.

Manufacturer narrative:
Block h6 (device codes): the problem code 1444 captured the reportable event of seal compromised. Block h10: visual analysis of the jagwire revealed that the device returned in its sealed pouch shows that the heat seal runs throughout the entire length of the pouch without any breakage. The device was visually inspected through the pouch and no visual issues/defects were identified. Therefore, complaint was not confirmed. Based on the information available and the analysis performed, the investigation conclusion code for the reported event will be documented as no problem detected since the complaint included a returned device review (visual testing) which showed no evidence of either the alleged issue or any defect which could have contributed to the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was retained and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was inspected on an unknown event date. According to the complainant, upon inspection of the product at the distribution site, it was found that the seal part was peeled off. Reportedly, there was no patient involvement and this device was not used in a procedure.